Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing but not stay in the body. The customer¿s blood glucose was unknown. Customer stated they receive calibration not accepted alert and change sensor alert. The sensor will not be returned for analysis.